Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corp that during unpacking and inspection of an uphold vaginal support system, a hair was found inside the sterile packaging. This device was to be used for a future case and there was no pt involvement.